Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 5.1 cubie pocket was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie tray was defective. A field service engineer found row e tray not detected in med app and hardware test application hence reseated tray, but issue doesn't resolve. Fse replaced cubie tray, and all relevant tests were passed in hardware test application. Customer was able to access storage space without issue. The system functioned as intended after the field service engineer repaired the device.